Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. The sample was received for investigation and investigated as follows: the sample was returned in an open secondary package. The sample included labels, instructions for use (IFU), delivery system (eds) placed in cradle within a pouch and a device. The device was placed in a plastic bag. The eds wire was straight and intact, and protruded from the cannula opening. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to the manufacturer's release criteria. One similar complaint for the lot: root cause - external-use error. The root cause is inconclusive as no problem had been found. To release the shunt the trigger shall be pressed down, which leads to the eds wire pulling in (retraction) at the cannula opening and releases the shunt. However, the trigger was not operated, the eds wire was found to be straight and intact. The complaint cannot be confirmed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a glaucoma filtration device (gfd) implant procedure, a release failure occurred. The surgery was completed after replacing the device with another device. This event occurred with 2 products of the same lot number on the same day. Additional information was requested. There are two medical device reports associated with these two events. This report is for one of two glaucoma filtration devices.